Event description:
It was reported that the surgeon was unable to engage the threads of the articular surface locking screw into the distal stem. The surgeon felt the morse taper between the tibial component and the stem was not seated properly prior to implantation. The tibial component and stem were already cemented into place, and the surgeon felt it would be worse for the pt to remove the construct at that point. The articular surface was implanted without a locking screw to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.